Event description:
Device 1 of 2. Reference MFR report#: 1627487-2013-11079. It was reported the pt has not been receiving adequate pain relief for her migraines, and control of her muscle spasms since experiencing a fall. Reprogramming was unsuccessful. The pt may undergo surgical intervention and an MRI for further intervention and an MRI for further investigation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.